Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error alarm during fill tubing. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and unable to complete the rewind process. Customer also reported other safety alarms received. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test however compromised forced sensor system alarm during prime test at 4 lbs and motor error alarm during the basic occlusion test due to loose or protruded drive support disk. The motor was tested outside of the device and passed.